Event description:
A customer from (B)(6) notified biomérieux of misidentification results when testing an eeq biologie prospective strain with vitek® 2 gp ID test kit (reference (B)(4)). The customer obtained an identification of streptococcus alactolyticus twice with vitek 2. The expected identification of this strain is aerococcus urinae. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to a misidentification of aerococcus urinae when testing an eeq isolate on the vitek® 2 v7.01 gp card. The intended identification to aerococcus urinae was confirmed on vitek® ms v3 (knowledge base v3.2). On the vitek 2 (v7.01) gp card, one (1) card of customer lot (cl : 2420549203) and one (1) card of a random lot (rl : 2420617403) were tested from cos subculture. These tests gave an acceptable identification to streptococcus alactolyticus with both lots tested. The misidentifications obtained by the customer were duplicated. Some atypical positive tests could explain these misidentifications. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non- recommended media, user set up errors, or an atypical strain.